Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 90 mg/dl at the time of incident. Customer indicated that the pump was worn in or around and MRI machine. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self test. The pump failed the displacement test followed by a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, or unexpected restart error tests or verify the motor error alarms due to the alarms. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.